Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: the valve was manufactured by a qualified employee in june 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The valve has a normal pressure range of 0-20 cmh2o. The valve was inspected; all parameters have been inspected and approved during the manufacturing process. All parameters had been assessed as meeting specifications. Statement: on the basis of juristic requirements we have to get the personal request by the surgeon as a step of safeguard. Unfortunately, we did not receive a consent. An official release is missing for the investigation of the product. For this reason, we returned the product for our discharge without examination. Result: we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions are required.

Event description:
According to the complainant a progav was suspected of blockage postoperatively. The patient was originally implanted on (B)(6) 2017e. The valve was explanted on (B)(6) 2017 and returned to the manufacturer for evaluation. Further details were not provided. Height: 63 cm.